Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump did not detect the cassette. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Device evaluation: unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.